Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc) which was due to dislodgement. This patient underwent a surgical procedure where this lv lead was explanted. This lv lead is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.